Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix plastic stent was removed from the bile duct of the patient in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. The exact implant date was not reported. According to the complainant, during the stent removal procedure, it was noticed that the advanix plastic stent was blocked and was removed from the patient. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.